Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 40cc infla-tion driveline tubing. Upon return, the super arrow-flex (saf) sheath was noted on the iabc; blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The distal end of the bladder and central lumen was noted torn. The outer lu-men and central lumen were noted kinked at approximately 14.5cm from the luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the blad-der/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0068in-0.0079in and was within specification of process document. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "there was blood" is confirmed based on the returned state of the device. Blood was confirmed present within the iabc helium pathway. Upon return, the distal portion of the bladder and central lumen were noted torn. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specification were not met due to the blood in the helium pathway. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported ". After 3 days of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline, and it was found that there was blood. It was determined that the balloon was damaged. The catheter was immediately removed". Additional information states that the catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported ". After 3 days of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline, and it was found that there was blood. It was determined that the balloon was damaged. The catheter was immediately removed". Additional information states that the catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in the helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported ". After 3 days of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline, and it was found that there was blood. It was determined that the balloon was damaged. The catheter was immediately removed". Additional information states that the catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".